Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7076120.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the patient was experiencing pain at the ipg pocket site. The patient underwent a device explant procedure. The explanted ipg and linear lead were kept by the facility and will not be returned.